Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported aspiration did not work during ultrasound (us) step of a procedure. However, the procedure was completed after replacing the ultrasonic (us) tip with another one. There was no patient harm.

Manufacturer narrative:
One opened phacoemulsification (phaco) tip in a tray was received, the phaco tip was visually inspected and deemed conforming. No occlusions observed. A functional flow check for occlusion was performed and deemed conforming. A good flow exiting the tip was observed. Wear on the threads, back of flange and nut corners were consistent with use. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, a phaco tip did not work as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).